Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there were "black spots on the tubes."

Event description:
It was reported when using the bd vacutainer® no additive (z) tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there were "black spots on the tubes."

Manufacturer narrative:
H.6. Investigation: bd received ten (10) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (black specs) was observed embedded in the sidewall of the tubes with the incident lot. Embedded foreign matter is a cosmetic defect, as it is isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of embedded foreign matter (black specs) based on the returned samples. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: there were "black spots on the tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.